Event description:
The facility reports a pump with a broken door found during biomed testing.no add'l contact info was provided. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.